Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she had questionable results when using coaguchek xs meter serial number (B)(4). The patient stated that she suffered a stroke while using the meter. The patient also mentioned that she saw an unknown error when testing with the meter and the patient believed this error occurred after dosing the test strip. A display check of the meter was performed and no issues were seen. On (B)(6) 2018 at 12:07 p.m., the patient had a result of 3.1 inr when running a routine test on the meter. The patient reported the result by phone to a nurse. The patient's warfarin dose was believed to be changed based upon this result. Details on the dose change were not provided. The patient stated that she did not trust the meter value. On (B)(6) 2018, the patient was transported to the hospital by ambulance due to not feeling well. The patient suffered a stroke. The patient did not know if inr was tested upon hospital admission. The patient stated that she received some testing, but could not recall what types of tests were performed. The patient stated that her right arm, hand, and balance were affected. The patient does not recall what treatment was provided while at the hospital following the stroke. The patient stated that she received a computed tomography scan of her brain. The patient also had magnetic resonance imaging of the brain from which her physician confirmed that the patient suffered a stroke. The patient was seen by a speech therapist while in the hospital. The speech therapist ordered a barium swallow test due to dysphagia following the stroke. The patient was discharged from rehabilitation on (B)(6) 2018. The patient was notified by the nurse to discontinue using the meter. The patient now receives home testing from a visiting nurse and continues to take warfarin to treat atrial fibrillation. The patient's current condition is fair. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every 2 weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient had no bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in diet, no new medications, and no recent illnesses. The patient did not see an indicator indicating that internal controls had passed on the meter. The patient's product was requested for investigation and replacement product was sent to the patient. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.